Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. They confirmed the reported issue and replaced the computer. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having issues loading an exam again. The site has already replaced the cd drive and updated the software. When the "bad" disc was sent into technical services, the issue could not be replicated and loaded fine into the system. No patient was present at the time of the event.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. The computer booted normally to the application screen. It was able to installed exams from the cd-rom. No error were received. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having issues loading an exam again. The site has already replaced the cd drive and updated the software. When the "bad" disc was sent into technical services, the issue could not be replicated and loaded fine into the system. No patient was present at the time of the event.